Event description:
Additional information was received that the onset of the event was (B)(6) 2008. Other medications the patient was taking at the time of the event were unknown. The patient's pertinent medical history included allergies to "septna" and sulfa. It was noted the infection was not related to an issue with the device. The device was removed on (B)(6) 2008. Per the pump logs, the pump delivered dilaudid 2.0 mg/ml at 0.4002 mg/day and bupivacaine 25.0 mg/ml at 5.003 mg/day prior to (B)(6) 2008. On (B)(6) 2008, the dose was increased 23 percent. Following the increase, the pump delivered dilaudid 2.0 mg/ml at 0.4796 mg/day and bupivacaine 25.0 mg/ml at 5.995 mg/day. It was reported that cultures were taken three times during the removal of the pump and catheter on (B)(6) 2008. During surgery, the skin edges that appeared indurated and infected were trimmed away. The pump pocket was cleaned out. Vancomycin irrigation 100 ml was performed in the back and 400 ml was performed in the front. The patient was taken to the recovery room in a stable condition. Additional information was received that post resection of the patient's right hip implant with removal of 6 inches of femur for infection. The healthcare provider (hcp) reportedly stated this was probably why the first pump went bad because she grew (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain, osteoporosis and joint pain/arthritis. It was reported that the patient has had intermittent infections since initial implant. It was noted that the patient was a (B)(6) carrier. At the time of report the patient has no current active infection. The event date was reported as (B)(6) 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.